Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a surgeon received the message of "battery is past eos" while performing generator replacement surgery on a vns patient. The surgeon stated that after performing diagnostics, the message regarding the battery was received followed by a high lead impedance message. The generator had not been programmed on at the time of the event and re-running diagnostics indicated the issue prevailed. Further information from the surgeon revealed he had used electro-cautery while the reported generator was in the sterile field. The likely cause for the received high impedance is due to the event of asic latch up as a stored impedance value was read prior to programming the generator. Further information from the surgeon revealed he re-implanted the vns patient and impedance value was ok.